Manufacturer narrative:
Investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a discardit 2ml 23g from lot # 0303883, regarding item # 300846 with the reported issue that there was ¿tip of the needle was broken¿. The DHR of lot number 0303883 was reviewed and there was no quality notification raised in the device history record from its production inception to its dispatch. No sample and one photograph were shared by the customer along with the registered complaint. Bd bawal is an internal customer of bd tuas for needles. Based on the photograph the defect is confirmed. The investigating team has carried on the visual inspection of the defect on the retention samples of material number 300846 of lot number 0303883 and did not have any samples showing crack on the barrel. The defect is confirmed on the photograph. Since the complaint is of broken tip of the needle of 300846 of lot number 0303883, bd bawal has raised the complaint with bd tuas for this complaint.

Event description:
It was reported that discarditii 2ml with 23x1 needle broke. The following information was provided by the initial reporter: hospital nursing staff has opened the discardit 2ml with needle 23g*1" pack to give medication to patient. Upon opening of pack and needle shield, she found that the tip of the needle was broken. Which was not proper to give injection to patient. Nursing staff has returned the product to pharmacy store and from pharmacy store they raised the complain to bd associate.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that discarditii 2ml with 23x1 needle broke. The following information was provided by the initial reporter: hospital nursing staff has opened the discardit 2ml with needle 23g*1" pack to give medication to patient. Upon opening of pack and needle shield, she found that the tip of the needle was broken. Which was not proper to give injection to patient. Nursing staff has returned the product to pharmacy store and from pharmacy store they raised the complain to bd associate.